Event description:
Patient had intra-aortic balloon pump in place after having undergone CABG and avr previous day. Patient was being repositioned when bright red blood was noted in the helium tubing of the balloon pump. The balloon had ruptured. The balloon pump was then removed from the patient. There was no apparent injury.